Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving multiple batteries. The recorded premature power switching events were likely perceived by the patient as the reported power port issue. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data which tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.